Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00339 on 08-oct-2019 for discordant, false non-reactive hepatitis c virus (ahcv) results obtained on a patient on an advia centaur xp instrument. Additional information (october 17, 2019): a siemens customer service engineer (cse) inspected the instrument, checked the sample probe mechanical alignments to the bottom of the cuvette and there were no issues observed. A potential cause could be a lack of sample delivery. The customer's instrument is operational. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2432235-2019-00363 was also filed for this issue.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, (B)(6) results obtained on a patient on an advia centaur xp instrument. The patient has a clinical history of (B)(6) test results. Siemens is investigating. MDR 2432235-2019-00363 was also filed for this issue.

Event description:
Discordant, (B)(6) results were obtained on a patient on an advia centaur xp instrument. The (B)(6) results were not reported to the physician(s). The patient has a clinical history of reactive (B)(6) test results. The same patient sample was repeated a few days later and the result was (B)(6), then equivocal when tested a second time. The same sample was tested at an alternate laboratory and (B)(6) test method, resulting (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.